Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shock therapy for sinus tachycardia, resulting in therapy exhaustion. A review of the stored episodes revealed that the ventricular rhythm was greater than the atrial rhtyhm and the patient also had premature ventricular contractions (pvc), that led to the atp therapy. Additionally a rhythm was detected in the vt-1 zone, accelerated into the vt zone and then dropped back into the vt-1 zone where no detection enhancements were available. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.